Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that the camera head had a skewed image. The issue was found during cleaning and disinfection after an unknown diagnostic procedure. There were no reports of patient harm.